Manufacturer narrative:
(B)(4). Date sent 12/6/2024. D4 batch # 782c67. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with three gst45d reloads present. The reload (b) was received partially fired 1/3 and the reloads (c & d) were received 1/4. The returned device and reloads were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 782c67, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device did not move when appendix was clamped to cut with the echelon. Three cartridges were replaced and the device could be fired, but the same event occurred. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.